Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved bipolar dissector had misaligned tips. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and found to have a bent grip, causing side-to-side misalignment of the grips. There was a 00475¿ offset at the tips. Additionally, the instrument was found to have damaged conductor wire insulation with exposed wire at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions the instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The instrument was also found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The complaint was confirmed by failure analysis.